Event description:
Information was received indicating that this ambulatory infusion pump exhibited intermittent power. No adverse patient effects were reported.

Manufacturer narrative:
One cadd pump was returned for analysis in used condition. Visual inspection of the pump shows the pump is in good condition. Review of the event history log shows loss of power alarm on (B)(6) 2018. Use testing was performed. The customer complaint was not confirmed since no intermittent power was detected when powering up the pump. Service is reinstalling the software as a preventative measure. The root cause is unknown.